Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop tail of the stent was damaged. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that the loop tail of the stent was damaged. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that both of the loops were cut approximately 5 cm from the bonding section. The suture was not included with the device return. During the manufacturing process the suture is tied to the loops. If a pulling force is applied to the suture during unpacking or preparation the loops may be cut.